Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified common femoral artery. After crossing the guidewire, a 2mm x 40mm x 145cm coyote es catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 7 atmospheres for 5 seconds. The procedure was completed with non-boston scientific (bsc) device, and the placement of a non-bsc stent. No complications were reported.